Event description:
It was reported that this right ventricular rv lead was explanted due to exhibiting oversensing. A different lead was implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).